Manufacturer narrative:
Correction information: h4:device manufacture date; g6: follow up #1; h6: coding changed, based on the investigation result. The damaged objective lens replaced. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Objective lens broken. This event occurred at the time of during inspection. There was no report of patient harm.